Event description:
Pt had pulse generator replacement. Pt was admitted to the hosp for lead revision due to EKG changes. The leads were revised due to a possible loose screw. It was then noted that the pacemaker generator had a deep scratch in the header so it was removed and replaced. It is not known when the scratch occurred, or if the scratch contributed to the EKG changes.